Event description:
Patient reported she has received 5 whisperject devices and they have all been faulty and would no longer work. Provided her with number to MFR to see if they can assist with determining if the patient is doing something incorrect. No adverse event reported. Unknown if patient missed any doses. Unknown lot/expiration date. Unknown if device on hand for return. No further information available. Reported to (B)(6) by pt/caregiver.